Event description:
It was reported prior to use of bd microtainer® tubes with lh (lithium heparin), 200 microtainers had foreign matter(fm) and melted/deformed caps. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: fifty (50) retention samples were evaluated visually for cap assembly characteristics and foreign matter(fm) with acceptable results. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes fm and cap defects/damage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.